Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was not possible to screw the right ventricular (rv) lead into the right ventricle, resulting in a lead dislodgement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.